Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) observed no output or telemetry on the implantable neurostimulator (ins) and passed functional testing. Insignificant anomaly noted, functioning okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a ins battery issue was discovered during the procedure as an impedance check showed all four electrodes were under 50 ohms. The impedance check was performed 4 times at 1.5 volt and 300, at 1.8 volts and 3303, and 2.0 volts and 330 but the values on all 4 electrodes were under 50 ohms. There were no environmental factors reported that may have led to the issue. A new battery was then opened and used. An impedance check was performed at 1.5 volts and 300 and all 4 electrodes came back within normal range. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.